Manufacturer narrative:
Additional information was added to h4, h6, and h10. H4: the lot was manufactured from may 27, 2022 to may 30, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from an unspecified location. This issue was identified during preparation in the pharmacy. There was no patient involvement. No additional information is available.